Event description:
Nurse reported customer being admitted to the hospital due to high bg. As per md the cause of hospitalization was pancreatitis. Unable to perform troubleshooting as the pump was not available at the time of call.